Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was admitted to the hospital at a time when the pump was unavailable for use due to battery empty error and power interrupt error. Paramedics did not test him or treat him, they only transported him to the hospital. He was put on a saline drip and treated using only insulin injections. He does not know what type of insulin they gave him. The pump is not being requested for return.